Event description:
The event involved a spinning spiros¿ closed male luer, purple cap. The customer reported a chemotherapy spill on defective spiros. Healthcare worker involved, 26 years old. There were no consequences. There is no reported patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available for return; however, it has not yet been received. The full complaint investigation is pending.